Manufacturer narrative:
The suspect uninterruptible power supply (ups) has been received by the manufacturer for evaluation. Testing found that the batteries failed load testing, when replaced. The unit functioned as designed.

Manufacturer narrative:
The mobile view station (mvs) power board assembly was also replaced and returned. Analysis of the returned board could not confirm any failure as it operated as expected. Charging, 2d and 3d imaging were successful. No problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative found that the power supply for the imaging system was not functioning as designed. The representative then replaced the power supply on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect power supply has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not start up when prompted by the user. No additional information was provided. There was no patient present when this issue was identified.